Event description:
It was reported that during a low anterior resection procedure, the doctor fired the device three times with a blue reload and each time was not happy with the staple line as it bubbled during irrigation. The result is that they had to open the patient, and two curved staplers where used because one did not fire.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Joint cover additional follow up: spoke with the sales rep: the powered echelon was fired twice with a blue load, and then leak tested. During the leak test bubbles of water were coming from the staple line. Staples all appeared to be formed and there were no difficulties encountered during the firings. There was no bleeding. The patient was opened to suture over the staple lines. Tissue type, normal. Location: sigmoid. Stump leak test revealed area of leak with underwater leak test and believes possible where staple lines crossed. Blue cartridge, no buttressing, near existing stapleline, no unexpected noises, or higher forces to close with triggers and buttons returning to original position. No difficulty removing device from the tissue" the analysis found that one pse60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.